Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of backup operation. Device memory also shows episodes of noise, high lead impedance, and sensing issues. The cause of the complaint could not be determined. No further anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator was in backup operation mode. The device was explanted.